Event description:
It was reported that, "during insertion into the implant, the insertion handle broke off at the threads into the implant. Surgeon had to get another implant and used another inserter to reinsert implant."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available, then it will be submitted in a supplemental report.